Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during pulmonary vein isolation (pvi) and after ablation for premature ventricular contraction (pvc)` was conducted, a cardiac tamponade occurred. Pvi was discontinued. After drainage, blood pressure returned to normal, and the patient returned to the room. The contact force during the ablation was fine, so the event occurred most likely during the process of moving the ablation catheter to the right ventricular outflow tract (rvot). There were no abnormalities before and while using the product. The physician¿s judgement of the health hazard is that it was non-serious. Physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient¿s outcome from the adverse event was reported as fully recovered. Patient was discharged from the hospital on (B)(6); it is unknown if the hospital stay was extended. A smartablate generator was used in this case with the correct catheter settings were selected on the generator and the pump was switched automatically from ¿low¿ to ¿high¿ flow during ablation. Transseptal puncture was performed with jll rf needle. Prior to noting the cardiac tamponade, ablation had already been performed. No evidence of steam pop occurred. Irrigated catheter was used in the event, the flow setting was pre 1sec, post 2sec. During ablation: above 31w 15ml/min, below 30w 8ml/min. No error message was observed during the procedure. Contact force monitoring features included dashboard; vector; visitag. Visitag color settings used was tag index. Additional filters included force over time (fot).

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31016702l number, and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).